Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device alarmed critical error. It was reported that the device sirened spontaneously during basal. The customer's blood glucose level was reported to be 145.8mg/dl. It was reported that insulin flow was blocked. It was reported that the device's history contained the presence of history pointers failed alarm. It was reported that the device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump errors open book image and with pump error 49 and pump error 13 was present in history and trace files due to corrupted ram on the printed circuit board. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. No unexpected pump error 49 or audio beep anomalies noted during testing. The insulin pump had scratched casing, minor scratches on lcd window and pillowing keypad overlay.